Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's jaw was not moving properly. The customer checked and found that the disc was slipping. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was slow to move. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the console. The failure was not related to an inability to move the instrument at all. The observed movement was less than intended and movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was not appropriate. The issue was persistent. The slipping disk was located at the housing. There was no patient injury.